Manufacturer narrative:
Results: product performance engineering was unable to determine a conclusive root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood on the shaft and the balloon, and there was moisture in the inflation lumen. The stent had dislodged and it was not returned. There were crimp marks on the balloon between the balloon markers. The balloon was tightly folded, and the balloon and the inner member were curved the length of the balloon. There were four kinks in the shaft located 1 and 2.8cm proximal to the guide wire exit notch, and 1.9 and 3.6 cm distal to the guide wire exit notch. There were numerous bends in the hypotube due to it being tightly coiled when it was received. The distal end of the peek tubing was damaged. Contacted the engineer for further analysis. The shaft was cut to reveal that the clear inner member, and not the peek tubing, was damaged. It was wrinkled and torn at the distal end of the peek tubing. Product performance engineering reviewed the incident information and analysis of the returned device. The quality assurance technician (qat) analysis that the stent had dislodged and it was not returned. Crimp marks were present on the balloon, suggesting it was properly positioned at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. Unfortunately, a conclusive root cause for the stent dislodgement cannot be determined. Additionally, during the analysis, it was noted that the clear inner member was wrinkled and torn at the distal end of the peek tubing. This may be related to a manufacturing issue, and will be investigated further. Also, there were kinks in the hypotube and bends in the shaft. This damage likely occurred during the handling from packing/shipping of the device back for evaluation, but does not appear to be related to the reported issue. A conclusive root cause for the reported event could not be determined. Product performance engineering will trend and monitor the incident circumstances. However, as corrective action, a field discrepancy notification (fdn) was initiated on 6/26/2006, to further investigate the damage to the inner member. All further actions will be tracked through fdn. This case is considered closed by the quality assurance department.

Event description:
Reporting status: malfunction. Reporting rationale: stent was found to be dislodged and missing when the device was unpacked. Device issue: stent dislodgement. It was reported that when the stent delivery system (sds) was unpacked, it was observed that there was no stent. The physician looked for the stent in the packaging, but the stent was not found. This being reported based on the returned product evaluation which revealed crimp marks on the balloon, indicating that a stent was originally crimped on the balloon and may have dislodged during unpacking. No additional patient or event information is available.